Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user was unable to complete the fill tubing process after the device failed to pair with the mobile app. The user was unable to access the pairing code, and a device replacement was arranged. Blood glucose levels were unaffected, and there was no report of end-user harm or adverse event associated with this case.